Event description:
It was reported by the hcp that, while placing a bravo ph monitor, the capsule partially attached to the patient's esophagus and would not detach from the delivery system. The capsule was removed using forceps. There was resulting bleeding and trauma to the esophagus.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.